Manufacturer narrative:
During phone nurse mentioned patient did not receive insulin due to not changing an empty cartridge. No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient was admitted to the hospital due to dka. As per hospital's nurse patient was sick and had been off insulin for a few hours.